Event description:
A consumer reported following an intraocular lens (iol) implant procedure, the patient experienced significant glare, eye pain, flicker, could not drive safely at night and had a contact lens sensation in left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).